Event description:
It was reported that the patient "arrested " and was externally shocked. The device was checked and was shown to be at elective replacement indicator (eri) and the output was programmed to five volts for the right ventricular (rv) lead. It was noted that it has been at this output for the rv lead since (B)(6) 2012. When an in-office capture management test was performed there was an error message saying "high threshold detected or unable to detect threshold". The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: adsr01 implantable pulse generator - (B)(6) 2008. (B)(4).